Manufacturer narrative:
Concomitant medical products: product ID 10642, lot# j1100185r, implanted: (B)(6) 2012. Other relevant device(s) are: product ID: 10642, serial/lot (B)(4), ubd: 28-mar-2012, UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin. It was reported the catheter was implanted after the used before date. No symptoms were reported.